Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The device reportedly got stuck in the artery. The steps for removal of the device were followed per the instruction for use (IFU) but were not successful. The device was pulled out of the artery. Hemostasis was achieved using manual compression. The patient was ambulatory and monitored without any adverse events reported. The patient was discharged home 1 day post-procedure without complications. The patient did not experience any adverse sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.